Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 36.5 cm from the distal tip. All over damages are consistent from the time of explant. (B)(4).

Event description:
This report is to advise of an event observed during analysis.